Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed, and the reported failure was confirmed and reproduced on generator connected to system. Visual inspection showed scratches on the side and top cover. C-34 error on start and c-30/c-38/m-11 mono coag activation. The unit that was placed on golden system and was run in normal mode. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical inguinal hernia bilateral procedure, the customer informed the technical support engineer (tse) monopolar stopped working. The customer got c-00 and c-34 errors. The customer had changed out the cord and instrument and restarted the integrated electrosurgical unit (iesu) with no change. The tse advised the customer they could change out the vision side cart (vsc) or try to connect force triad. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was informed the case was completed by swapped the iesu. There was no harm to the patient.

Manufacturer narrative:
Further review of the failure analysis on the returned integrated electro surgical unit shows that the failure analysis investigation was initially reported for a related complaint in MFR# 2955842-2025-14902.

Event description:
Refer to h11 for follow-up information.